Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker was not sending remote transmissions. It was found that the device was on backup mode. The patient experienced high blood pressure. Programming changes were made and the patient was discharged.

Manufacturer narrative:
Correction: health effect - clinical code and health effect - impact code